Event description:
It was reported that the x-ray switch was stuck and the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info was not reported.